Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device worked for about five to ten minutes but then the blade would not come out of the housing. Another like device was used. It was not reported how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00741 and medwatch 2210968-2012-00742. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during evaluation.